Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6). Failure (event) observed during analysis. External insulation abrasions were found at 14.0-14.3cm and 17.0-17.3 cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.